Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. E.1. Initial reporter facility: (B)(6) e.1 other occupation: (B)(6). Upon investigation of the actual device used in this incident, it was determined that all station showing patient and order data was not current for 2 hours. A technical support specialist (tss) dialed into the server, verified the health sight viewer and identified that the patient information was delayed for 40 minutes. Tss also identified several environment issues in event viewer and logs such as counter dll missing, group policy warning, windows activation failure and directory sync inactive. Tss restarted the care fusion coordination engine and identified cce not receiving message from interface. Tss escalated the issue to interface team. The interface team confirmed that the messages were processed successfully and there was no indication of any interface notices currently and confirmed that the issue was with user end with message not crossing. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations showed that patient and order data had not been current for two hours. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.